Event description:
It was reported that during the lead implant procedure there was high impedance and no capture. The lead was repositioned three times with the same results. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the lead implant procedure there was high impedance and no capture. The lead was repositioned three times with the same results. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).